Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event; see also 0002184052-2016-00102.

Event description:
The sales associate reported broken drivers. The screwdrivers were used to try and remove nex-link screws that were implanted 10 years ago. The 3 small tips broke off of the drivers in the process. The surgery was a revision at the request of the patient for an unknown reason. The surgery was completed. The part number of screw(s) removed is unknown.